Event description:
It was reported that a large volume infusor ruptured. The infusor was filled with fluorouracil 3250mg in sodium chloride 0.9%; total volume 252ml. The rupture was discovered seven days after start of infusion, after approximately 200ml had infused. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter did not receive the actual sample for evaluation, however, a photo was provided. The photo verified the rupture, where the bottom part of the stress-member was protruding out of the bottom part of the bladder. The cause of the rupture could not be determined based on the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.